Event description:
It was reported to philips that leads ECG was intermittently reading. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.